Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked zebra connector on lcd window. The device also had a cracked case at the display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a partial display. The blood glucose at the time of the incident was unknown. The customer was using the recommended battery type and the device was not dropped or bumped. The device was returned for analysis.